Event description:
Event determined reportable based on analysis completed on 03/12/2007. Same event as MFR report #: 6000130-2007-00024. It was reported that during a pci procedure, the maverick otw balloon failed to inflate. The lesion being treated was in the totally occluded right coronary artery (rca). Several unsuccessful attempts were made to access the lesion with the following devices: 6fr jr4 catheter, 7fr introduction sheath, 0.035 guidewire, 6fr introduction sheath, bentson guidewire, terumo wire, 6fr jl5 catheter and 6fr pigtail catheter. Access was initially obtained through the right femoral artery (rfa). The physician encountered difficulty advancing the wire and decided to try access through the left femoral artery (lfa). Difficulty was again experienced advancing the wire and the physician switched back to the rfa. A 7fr4 guide catheter and a 2.50mm x 15mm maverick otw balloon were inserted over the graphix guidewire. The graphix guidewire did not advance all the way distally and was removed. Another guidewire was inserted and also removed. The graphix guidewire was then reinserted. The wire was distal and the balloon was in the mid portion. Upon removal of the graphix guidewire, it was reported that, "the tip of the graphix wire did not come out and remains in a distal vessel". Another guidewire was inserted through the 2.50mm x 15mm maverick otw balloon catheter, but the guidewire did not advance past the tip of the balloon and the balloon failed to inflate. The guidewire and the maverick otw balloon catheter were removed. Another guidewire and a new 2.5mm x 15mm maverick balloon catheter were inserted. The guidewire failed to advance through the balloon catheter and was removed. A second guidewire was inserted through the new 2.5mm x 15mm maverick balloon catheter. Four balloon inflations were performed to 6 atms each. A 2.75mm x 32mm liberte stent was deployed to the distal rca and two inflations of 9 and 12 atms were made for 35 seconds. A 2.75mm x 28mm liberte stent was deployed with some overlap with the distal stent. The stent balloon was inflated to 12 and 14 atms for 40 seconds. The pt rec'd ic ntg and heparin during the procedure. Pt status is reported "okay".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the guide wire engaged in the lumen of the catheter was received and blood was observed in the balloon and inflation lumen. Microscopic examination of the balloon material revealed a tear in the balloon wall located 2 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the tear. The MFR records for top assembly batch 9229780 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause could not be determined.